Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was blank. The customer¿s blood glucose level was 5.9 mmol/l. The customer was assisted with troubleshooting and the display did not return. She changed the battery several times and the insulin pump did not turn on. The insulin pump will be returned for analysis.